Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. When the button was pressed, the indicator window did not show black but instead displayed black / white. There was no reported patient injury. The device was attempted to be deployed, but the plug position was unknown; direct pressure bandaging was applied, and no complications have been reported so far. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly and an audible click was heard. The deployment button could be pressed but required significant force. The indicator window did not show red color during retraction, and the indicator wire loop was not deployed or visible when the device was removed from the patient. A retrograde approach was used in an interventional procedure, and the patient exhibited no abnormalities afterward. The operator was trained on the device. No visible damage was noted to the device or packaging prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability, including the insertion angle, was confirmed via angiography, but vessel diameter was not verified. There were no signs of calcium, plaque, nearby stents, or stenosis >50% at the puncture site. No evidence of pre-existing hematoma, av fistula, or pseudoaneurysm was observed. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. When the button was pressed, the indicator window did not show black-black but instead displayed black-white. There was no reported patient injury. The device was attempted to be deployed, but the plug position was unknown; direct pressure bandaging was applied, and no complications have been reported so far. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly and an audible click was heard. The deployment button could be pressed but required significant force. The indicator window did not show red color during retraction, and the indicator wire loop was not deployed or visible when the device was removed from the patient. A retrograde approach was used in an interventional procedure, and the patient exhibited no abnormalities afterward. The operator was trained on the device. No visible damage was noted to the device or packaging prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability, including the insertion angle, was confirmed via angiography, but vessel diameter was not verified. There were no signs of calcium, plaque, nearby stents, or stenosis >50% at the puncture site. No evidence of pre-existing hematoma, av fistula, or pseudoaneurysm was observed. The device will be returned for analysis. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was fully depressed while the guard was locked. The plug was not returned for evaluation, and the indicator wire was retracted. A non-cordis 5f catheter sheath introducer (csi) was returned inserted in the unit. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual inspection. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high-magnification microscopic evaluation was performed to assess the internal mechanism. No abnormal conditions were observed during this analysis. The reported events of ¿indicator window-no change to indicator¿ and ¿deployment lever (button)-inaccurate deployment-at white/black position¿ were not observed through analysis of the returned device since it was received fully deployed and there were no anomalies noted to the internal mechanism. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported no change to indicator and button deployment at the white/black position of the indicator window, as the device was received in the black/white/red position consistent with a fully deployed state, and no anomalies were noted in the internal mechanisms during microscopic analysis. However, procedural or handling factors remain possible. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.